Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 105 through the history log, but could not reproduce it during evaluation. Evaluation found the input/output and processor printed circuit boards to be within specification, and could find no signs of damage. Evaluation found slight signs of wear on the motor bearing, with a small amount of black material around the bearing and in the primary gear. Due to the invasive nature of the investigation, the motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.